Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) dbs is not working right and they need to return to their previous settings. Patient declined support stating they need to reach manufacturer representative (rep) for assistance with programming and patient is terrified of falling. At this point in the call patient stated rep was calling them back so the call was ended before additional event details could be requested.